Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse") and migraine. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. She reports that her symptoms were resolving and that she is feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure (batch no. 628314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiv infection. Concomitant products included benzonatate, chlorphenamine maleate;dextromethorphan hydrobromide;phenylephrine hydrochloride (nohist dm) since (B)(6) 2014, clindamycin phosphate;tretinoin (ziana) from (B)(6) 2010 to (B)(6) 2012, clindamycin since (B)(6) 2017, clofedanol hydrochloride;mepyramine maleate (ninjacof) since (B)(6) 2018, cyclobenzaprine since (B)(6) 2013, dapsone (aczone) since (B)(6) 2015, doxycycline, guaifenesin;hydrocodone bitartrate;phenylephrine hydrochloride (donatussin dc) from (B)(6) 2012 to (B)(6) 2013, homatropine methylbromide; hydrocodone bitartrate (homatropine/ hydrocodone) since (B)(6) 2015, hydroquinone since (B)(6) 2009, loratadine (claritin) from (B)(6) 2015 to (B)(6) 2016, macrogol 3350; potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate (peg 3350 & electrolytes) since (B)(6) 2017, mepyramine maleate;pentoxyverine citrate; pseudoephedrine hydrochloride (corzall plus) since (B)(6) 2011, nabumetone, naproxen sodium since (B)(6) 2018, naproxen from (B)(6) 2014 to (B)(6) 2018, omeprazole since (B)(6) 2014, promethazine since (B)(6) 2015, sambucus nigra;zinc gluconate;zinc oxide (cvs cold remedy) since (B)(6) 2012, tramadol since (B)(6) 2018 and triamcinolone since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, menorrhagia, dyspareunia, migraine, vaginal haemorrhage and pelvic pain had resolved, the autoimmune disorder and gastrooesophageal reflux disease was resolving and the dysmenorrhoea, menstrual disorder and headache outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. She reports that her symptoms were resolving and that she is feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: fallopian tubes were occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure (batch no. 628314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiv infection. Concomitant products included benzonatate, chlorphenamine maleate;dextromethorphan hydrobromide;guaifenesin;phenylephrine hydrochloride (donatussin) from (B)(6) 2012 to (B)(6) 2013, chlorphenamine maleate;dextromethorphan hydrobromide;phenylephrine hydrochloride (nohist dm) since (B)(6) 2014, clindamycin phosphate;tretinoin (ziana) from (B)(6) 2010 to (B)(6) 2012, clindamycin since (B)(6) 201, clofedanol hydrochloride;mepyramine maleate (ninjacof) since(B)(6) 2018, cyclobenzaprine since (B)(6) 2013, dapsone (aczone) since (B)(6) 2015, doxycycline, homatropine methylbromide;hydrocodone bitartrate (homatropine/ hydrocodone) since (B)(6) 2015, hydroquinone since (B)(6) 2008, loratadine (claritin) from (B)(6) 2015 to (B)(6) 2016, macrogol 3350;potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate (peg 3350 & electrolytes) since (B)(6) 2017, mepyramine maleate;pentoxyverine citrate;pseudoephedrine hydrochloride (corzall plus) since (B)(6) 2011, nabumetone, naproxen sodium since (B)(6) 2018, naproxen from (B)(6) 2014 to (B)(6) 2018, omeprazole since (B)(6) 2014, promethazine since (B)(6) 2015, sambucus nigra;zinc gluconate;zinc oxide (cvs cold remedy) since (B)(6) 2012, tramadol since (B)(6) 2018 and triamcinolone since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 20, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, menorrhagia, dyspareunia, migraine, vaginal haemorrhage and pelvic pain had resolved, the autoimmune disorder and gastrooesophageal reflux disease was resolving and the dysmenorrhoea, menstrual disorder and headache outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. She reports that her symptoms were resolving and that she is feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: fallopian tubes were occluded. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: plaintiff fact sheet received : events abnormal bleeding (vaginal), headaches, pain and gerd. Lot number and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. She reports that her symptoms were resolving and that she is feeling much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.